Event description:
It was reported that during a hysterectomy by video procedure, the blade broke and one part of it fell into the patient's cavity. The part was retrieved without causing damage to the patient. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.